Event description:
It was reported that the patient was found down at home possibly due to a stroke and brought in by ambulance. The vad was interrogated. Per the history, at 09:08 patient had a low flow alarms at 1.7 and 1.6 liters per minute (lpm). Pulsatility index (pi) was at 13 during these events. Log files were sent for evaluation. The event log captured intermittent low flow alarms with elevated pi as well as momentary low flow estimates with elevated pi on (B)(6) 2024 from 09:08 to 10:30. The estimated flow was fluctuating below 2.5 lpm threshold. Most of these events were brief and didn¿t generate the alarms. The estimated flows were averaging from 1.5 to 2.4 lpm and pi was averaging from 7.3 to 13.1 during these events. There were no unusual rotor faults, or any other abnormal pump faults were seen during these events. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The event log also captured power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu) at 10:47 & 10:52. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as controller¿s ebb function as intended. The alarms resolved upon mpu regaining power. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file, the mcs equipment is operating as intended electronically and mechanically.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported concern for stroke could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The system controller event log file captured events on (B)(6) 2024. Transient low flow alarms were captured associated with elevated pulsatility index (pi) values. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1, "introduction," lists stroke as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, this section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.